Event description:
It was reported that the customer's insulin pump had a frozen display. Troubleshooting was performed. The customer stated that the time was not advancing and the buttons were unresponsive. Reviewed the alarm history and found an error alarm. The battery was changed, but the frozen display continued. Advised the customer to revert to back up plan until the replacement of the insulin pump arrives. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.